Manufacturer narrative:
The complaint on the b9061 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 14026721 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending device history lot review.

Event description:
The event involved a 14" (36 cm) appx 4.6 ml, ext set w/clave®, 0.2 micron filter, clamp, rotating luer. It was reported that filter on infusion line - products infused were or oxaliplatin and leucovorin, with filter- could not infuse. The event occurred during administration. There was patient involvement, however, no report of patient harm.